Manufacturer narrative:
(B)(4). Field service engineer inspected the device and was unable to duplicate the alleged malfunction. It was identified that there was a procedure error.

Event description:
It was reported that the 840 ventilator would not recognize patient. No patient harm reported as a result of the event.